Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The cause and timing of the damaged soft cannula is unknown. The downloaded data did not show any signs of struggle during the run that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device that would affect it's ability to deliver insulin. The device was found to function properly. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 18 mmol/l (324.3 mg/dl) after wearing the pod between 36 and 48 hours on the leg. The patient was able to activate a new pod.